Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m155 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot m155 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The kit and smart card were not returned. Review of the customer provided photographs verified the tubing leak at the location of the recirculation pump loop tubing. The recirculation pump loop tubing is not attached/bonded to the port of the t-connector. The tubing leak from the bond port indicates the solvent bond joint was insufficient. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The most likely root cause of the tubing leak is due to manufacturing operator error during the tube bonding operation. Training was completed at the manufacturing facility on 24-apr-2024 with all bonding operators. No further action is required at this time. This investigation is now complete. Comp (B)(4), on (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 149ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.